Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insertion tube has indentations, component failure of the outer tube., light guide lens is chipped, component failure of the distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited insertion tube has indentations, component failure of the outer tube., light guide lens is chipped, component failure of the distal end cover glass. There was no patient involvement.